Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate

Event description:
Patient was revised for no reason. The rep said he did not have a reason for revision, and marked on the der that there was not deficiency with the product. Update 2/16/2016; medical records received. Medical records reviewed for MDR reportability. Reviewed primary and revision surgical reports. Revision surgical note reported the patient complained of fullness in the right hip, that an MRI showed adverse tissue reaction and confirmed during revision.